Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a 39-year-old female patient who had essure (ess205) (batch no: 20205263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included menorrhagia, submucous leiomyoma of uterus, fatigue, uterine bleeding, anaemia, malaise, leiomyoma nos, adenomyosis, squamous cell metaplasia, haematometra and dizzy. Concomitant products included ethinylestradiol;levonorgestrel (lutera), levonorgestrel (mirena) and tranexamic acid (lysteda). In 2009, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping) / cramping"). On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)", 3 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: on (B)(6) 2009: seven coils of the device were seen in this left tubal ostia. Four coils of the device noted at this right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Extrinsic smooth bordered impression in the fundus which most likely represents submucosal fibroid. Appropriate placement of bilateral essure tube devices with no opacification of either fallopian tube. Pregnancy test urine: on (B)(6) 2012: negative. Ultrasound scan: on (B)(6) 2013: she has 2 fibroids. One fibroid is sub mucosal and can explain why she has been having the heavy bleeding.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 11-jan-2019: medical records were received: lot number was added. Concomitant conditions were added. Lab data was added. Auto-narrative supplement was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included menorrhagia, submucous leiomyoma of uterus, fatigue, uterine bleeding and anaemia. Concomitant products included eugynon (lutera-28), levonorgestrel (mirena) and tranexamic acid (lysteda). In 2009, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping) / cramping"). On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2013, 3 years 1 month after insertion of essure (ess205), the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: on (B)(6) 2009: seven coils of the device were seen in this left tubal ostia. Four coils of the device noted at this right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Concomitant drug and condition, historical drug were added. Added event as per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping). Updated onset date. Lab data added. Perforation nos updated to uterine perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a 39-year-old female patient who had essure (ess205) (batch no. 20205263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included menorrhagia, submucous leiomyoma of uterus, fatigue, uterine bleeding, anaemia, malaise, leiomyoma nos, adenomyosis, squamous cell metaplasia, haematometra and dizzy. Concomitant products included ethinylestradiol;levonorgestrel (lutera), levonorgestrel (mirena) and tranexamic acid (lysteda). In 2009, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping) / cramping"). On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details:(B)(6) 2009:seven coils of the device were seen in this left tubal ostia. Four coils of the device noted at this right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Extrinsic smooth bordered impression in the fundus which most likely represents submucosal fibroid. Appropriate placement of bilateral essure tube devices with no opacification of either fallopian tube. Pregnancy test urine - on (B)(6) 2012: negative.. Ultrasound scan - on (B)(6) 2013: she has 2 fibroids.one fibroid is sub mucosal and can explain why she has been having the heavy bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc (product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.